Event description:
This is filed to report a single leaflet device attachment and worsening mitral regurgitation. It was reported that on (B)(6) 2022 the patient underwent a mitraclip procedure with grade 4 functional mitral regurgitation (mr). An xtw clip (20120r114) was successfully implanted reducing the mr to a grade of 2. On (B)(6) 2022, a single leaflet device attachment (slda) of the anterior leaflet was found during a follow-up visit. The mr increased to a grade of 4+. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Subsequent to the initial medwatch report, this patient was discovered a duplicate of (B)(4), previously reported medwatch report number 2135147-2022-01515-00. (B)(4) will capture the reported event and investigation. The device analysis and investigation is not yet complete for (B)(4). A follow-up report will be generated with (B)(4), reporting the additional information.b1 and b2: updated to the duplicate outcome. The same patient and single leaflet device attachment event has been previously reported in (B)(4) medwatch report 2135147-2022-01515-00. B3: updated. D9, h3: device return updated to yes. The device return and investigation are being captured in (B)(4). E1: address updated. G2: report source updated. H6: health effect clinical code 4451 removed and replaced with 4582 health effect impact code 4614 removed and replaced with 2199 medical device problem code 2507 removed and replaced with 3189. Please note: the health and device codes are captured in the duplicate event (B)(4). A final report will be submitted, including the device analysis and completed investigation, with (b(4).

Event description:
Subsequent to the initial medwatch report: this patient was discovered a duplicate of (B)(4), previously reported medwatch report number 2135147-2022-01515-00. (B)(4) will capture the reported event and investigation.